Event description:
Reportedly, the pt complained about high rate pacing. The implanted device could not be interrogated and the emergency programming (nominal or vvi mode) failed. The physician observed a pacing rate of 200 min-1 or 100 min (with a long av delay - 300 ms).

Manufacturer narrative:
(B)(4) this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Review of the electronic data and files received. (B)(4).conclusion: while implanted, the observed high rate pacing resulted from the ram alteration. The origin of this alteration remains unk (no medical intervention or submission to strong interference such as in a specific working environment was reported). However, because normal behavior was restored after the device was forced to switch to standby mode and re-initialized, the most probable hypothesis would be a strong interference or a transient software error ("single event upset" or "bit-flip") due to transfer of energy from a charged particle (this is a known, rare, and non-destructive phenomenon in microelectronic circuits). Nevertheless, in case a similar observation is done on this device, re-eval of these hypotheses will be necessary.